Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 371 mg/dl. Customer¿s current blood glucose 400 mg/dl. Customer reported that he is seeing air bubbles in his tubing near the reservoir. Customer reported approximate size of air bubbles is 4 small bubbles, smaller than champagne air bubbles and the distance is quarter inch each from each other. Customer treated with high blood glucose with insulin pen. Customer think that the air bubbles might affect insulin delivery. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.